Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). It was noted that the patient had twos in the past and the lead was reprogrammed, however now presented to the clinic with intermittent twos post-pace as noted during the check. The rv lead remains in use. No patient complications have been reported as a result of this event.